Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed via returned device analysis. But the difficult to position was not confirmed due to the condition of the returned device. Based on the visual, dimensional and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the heavily tortuous left main artery, the physician had difficulty engaging the guide catheter into the ostium of the left main. The guide catheter became kinked. The whisper guide wire was advanced through the guide catheter, but there was resistance between the guide catheter and the guide wire. The guide wire separated at the distal end and all portions of the guide wire were removed without difficulty. A new guide catheter and guide wire were then used successfully. There was no adverse patient effect and no clinically significant delay. No additional information.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.